Event description:
Reportedly, after first firing of the trigger, the knife blade appeared to be exposed indefinitely beyond the distal tip of the port clear plastic cover and would not retract. Procedure: laparasopic gastric banding.